Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Translation ame: the first two clips could not be closed despite sufficient pressure on the instrument (plastic to plastic). The clips only closed in the front, not in the back. The third clip was jammed. Only after this, additional clips could be applied. Patient status: the patient is ok.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "excessive twisting or torqueing may lead to a malformed clip" and "ensure that each clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: unknown. Die ersten beiden clips liessen sich trozt ausreichenden druck auf das instrument ,(plastik an plastik) nicht verschliessen. Die clips hatten sich nur vorne geschlossen, nicht hinten. Der dritte clip hatte sich verschränkt. Erst danach konnten weitere clips apliziert werden. Translation ame: the first two clips could not be closed despite sufficient pressure on the instrument (plastic to plastic). The clips only closed in the front, not in the back. The third clip was jammed. Only after this, additional clips could be applied. Patient status: the patient is ok.